Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to t-wave oversensing while running on a tapis roulant treadmill. Data analysis was requested, and boston scientific technical services reviewed the available information in latitude, and it revealed that this episode occurred when patient reached a heart rate of 170 bpm with r-wave amplitude decrease and morphology change where t-wave oversensing was occurring. Primary and alternate vectors appeared to have low r-wave amplitudes; nevertheless, further testing was recommended at higher rare to verify if new vector programming could mitigate observed oversensing. Technical services provided troubleshooting steps and recommended physician to evaluate, review and combine other clinical investigation or drugs therapy to further manage observed morphology changes also observed during prior smart pass episodes and during premature ventricular contraction (pvc) recorded since implant time. At this time, there is no plan, and no troubleshooting has taken place. No additional adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to t-wave oversensing while running on a tapis roulant treadmill. Data analysis was requested, and boston scientific technical services reviewed the available information in latitude, and it revealed that this episode occurred when patient reached a heart rate of 170 bpm with r-wave amplitude decrease and morphology change where t-wave oversensing was occurring. Primary and alternate vectors appeared to have low r-wave amplitudes; nevertheless, further testing was recommended at higher rare to verify if new vector programming could mitigate observed oversensing. Technical services provided troubleshooting steps and recommended physician to evaluate, review and combine other clinical investigation or drugs therapy to further manage observed morphology changes also observed during prior smart pass episodes and during premature ventricular contraction (pvc) recorded since implant time. No additional adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.